Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer is not opening" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to the work order (wo) (B)(4), during inspection, the fse observed that drawer full height showed no lights on the module controller board. The fse replaced the module controller board, and upon reboot, all pockets recovered successfully in the application. Hta test passed successfully. Checked all lights, cables, cleaned debris. During dchu visual inspection: p/n 151903-01: shows signs of fluid ingress. During dchu testing: p/n 151903-01: laboratory testing was not required since fluid ingress was confirmed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure "drawer is not opening" is attributed to the physical condition of the part p/n 151903-01 which produced a pcba malfunction leading to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer 3 failed to open and not detected on bus, which located on ppicu1. As per part investigation, it was determined that fluid ingress was confirmed on pcba. There were no adverse events or injuries reported based on this event.